Event description:
I went to give myself a shot and it broke off, where you put the syringe on. It broke off at the neck or the base of the syringe/syringe was broken at the neck part [syringe issue]. No adverse event [no adverse event]. Case narrative: initially (day 0 10-apr-2024) this case was considered as invalid as product information was not clearly reported. Upon receipt of follow-up on 16-apr-2024, event syringe issue was added, and the case was considered as valid. This initial spontaneous report concerns of syringe issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 16-apr-2024, amneal pharmaceuticals received information from a patient via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension/150 mg/ml intramuscularly every 3 months (ndc: 70121-1480-1, lot: 230189, expiration date: nov-2025, s/n (B)(6) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2024, the patient received a sealed medication from the pharmacy and on an unknown date, the patient went to give herself a shot and it broke off, where they put the syringe on. It broke off at the neck or the base of the syringe and the patient had all the products still in the syringe, the patient observed that syringe was broken at the neck part and requested for replacement. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as non-serious. The reportability of this case was periodic. On 15-jul-2024, this case was upgraded to serious, expedited for malfunction report submission. Amneal initiated an internal investigation (noi ref #: (B)(4) for this late expedited case.

Event description:
I went to give myself a shot and it broke off, where you put the syringe on. It broke off at the neck or the base of the syringe/syringe was broken at the neck part [syringe issue] no adverse event [no adverse event]. Case narrative: initially (day 0 10-apr-2024) this case was considered as invalid as product information was not clearly reported. Upon receipt of follow-up on 16-apr-2024, event syringe issue was added, and the case was considered as valid. This initial spontaneous report concerns of syringe issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 16-apr-2024, amneal pharmaceuticals received information from a patient via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. The patient was being treated with medroxyprogesterone acetate injectable suspension/150 mg/ml intramuscularly every 3 months (ndc: 70121-1480-1, lot: 230189, expiration date: nov-2025, s/n (B)(6)) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2024, the patient received a sealed medication from the pharmacy and on an unknown date, the patient went to give herself a shot and it broke off, where they put the syringe on. It broke off at the neck or the base of the syringe and the patient had all the products still in the syringe, the patient observed that syringe was broken at the neck part and requested for replacement. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as non-serious. The reportability of this case was periodic. On 15-jul-2024, this case was upgraded to serious, expedited for malfunction report submission. Amneal initiated an internal investigation (noi ref # (B)(4)) for this late expedited case. This significant follow up of qa investigation was received on 08-jul-2024, which was processed on 19-jul-2024 after submission of noi on 15-jul-2024. New information received includes qa investigation report, attached with this case. Sample was requested and received on 29-may-2024. The sample was inspected and confirmed that corresponds to the picture sent at the time of complaint notification by the customer, therefore, no additional assessment or evaluation is needed regarding the complaint including the addendum approved on 04-jul-2024. During the investigation it is confirmed that: the filling and visual inspection processes of batch 230189 were conforming. No record found in relation to the problem statement. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. After finishing investigation, it was concluded that the most probable root cause for such complaints is related to design of current commercial pfs holding trays which is not assessed for shipment stress study. According with the quality risk assessment performed assessing the risk associated with the related trend of complaints on patient safety, product efficacy and market compliance it is concluded that: these complaints are overall as low risk based on facts that all these defected units been identified prior to use and has been replaced with new unit which has no impact on patient safety and product efficacy. The product medroxyprogesterone acetate injection usp 150 mg/ml (1ml single dose pfs) manufactured at farmalan, was launched by amneal in september 2023 an emerging trend of similar complaint related to leakage and product breakage was reported with an occurrence rate of approximately (B)(4) out of (B)(4) pfs units sold by amneal in market and these trends are seen recently from nov 2023 to may 24. Farmalan has manufactured and released (B)(4) units, out of these (B)(4) being manufactured for amneal and released in us market and the remain were manufactured to other markets and no single complaint has ever received from these markets. The failure rate is considering overall markets decreases to (B)(6). Bearing in mind all the previous information, batch 230189 maintains its status as conforming. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited.